Event description:
The customer reported the up/down switch failed. No pt injury was reported.

Manufacturer narrative:
A ge rep ordered a switch and had it sent to the customer. No report on repair status of system.